Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (strength not reported) and the device was explanted on (B)(6) 2024. The patient was reimplanted with another device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.